Event description:
Per the clinic, the device was electively explanted on (B)(6) 2026 due to non-use of device. There are no plans to re-implant the patient with a new device as of the date of this report.